Manufacturer narrative:
The initial reporter was not known at the time of filing. A manufacturer representative (rep) went to the site to test the imaging system and confirmed the reported issue. The upper dingus and door switches were out of position. The rep removed the door and door caps, checked all the switches and adjusted the upper switches and dingus assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was showing door not closed when the gantry door was fully closed. No patient was present at the time of the event.

Manufacturer narrative:
Patient identifier corrected. No patient information provided as no patient was involved in this concern. Initial reported received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was showing door not closed when the gantry door was fully closed. No patient was present at the time of the event.